Event description:
The facility representative reported "bad batteries." Information was not provided regarding whether or not the failure occurred during a patient infusion. Hosp rep stated that there were no reports of pt injury or medical intervention.